Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. The customer planned to wait for assistance from their daughter to load a new cartridge and intended to rely on multiple daily injections (mdi) in the meantime.